Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic repair of the right lower rotator cuff, the insertion plane of the rotator cuff tendon was fixed with the twinfix anchor. The head of the product was found rusted under the arthroscopy and was removed right away. No void holes were left in the patient. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported. The patient current status is fine.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic repair of the right lower rotator cuff, the insertion plane of the rotator cuff tendon was fixed with the twinfix anchor. The head of the product was found rusted under the arthroscopy and was removed right away. No void holes were left in the patient. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device in the originally drilled bone hole. No further complications were reported. The patient current status is fine.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly procedure found that the shaft is visually inspected for deformities. The shaft is now citric passivated after laser marking. A certificate of conformance for evidence of passivation is required. This case reports, rust was found on the head of the product (device) and was removed right away. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The procedure was completed with a backup device in the originally drilled bone hole (no void was left) and a reported procedural delay of greater than 30 minutes. The patient impact beyond the reported cannot be determined, however, the device anchor was removed, and it was communicated the patient current status is fine. Per case detail, no further complication or patient harm has been reported. Therefore, no further clinical/medical assessment can be rendered. Should any additional relevant medical information be provided, this case may be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include improper or inadequate storage conditions. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.